Event description:
It was reported the customer had a check settings alarm after receiving a no delivery alarm. The customer stated the alarm occurred after the first rewind on their insulin pump. Customer was advised the alarm was normal insulin pump behavior. The customer also reported their insulin pump had a beep anomaly. Customer stated the insulin pump was beeping every 15 minutes. It was also found the customer was not receiving any alarms. The customer stated their buttons were not pressed or accidentally pressed. It was later found the beeping anomaly was from the customer's old insulin pump. The customer was advised to monitor their insulin pump and call back if the issue occurs. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.